Manufacturer narrative:
Additional information: h3, h6, h10 h10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. During review of the device black box records, no abnormalities were noted. The ultrafiltration (uf) cell flow meter readings were found to ¿fluctuate greatly¿. There is no indication that an alarm was generated due to the reported uf deviation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. The technician replaced the uf cell as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the machine dehydration is not accurate during hemodialysis therapy on an ak 98 machine. An onsite technician evaluated the machine and noted a high ultrafiltration volume as there was a 300 to 500 difference between the amount of dehydration displayed by the device and the patient¿s weight after getting off the machine. This occurred on the machine with three (3) separate patients. The technician reviewed the black box treatment data and noted the measured flow rate of the uf measuring unit fluctuates greatly, which the technician replaced. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.